Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient was experiencing charging difficulty. The physician determined the patient's ipg was implanted to deep to make a proper connection with the charger. The patient underwent a pocket revision procedure where the physician made the pocket shallower. The patient is reportedly doing well, and is getting good pain coverage in all of her pain areas.